Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6)2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported that they need their equipment looked at because they think there is a break in their lead from when they fell; patient added that they took a fall a few months back. Agent asked when the fall was and patient answered january 2nd. Patient stated they usually didn't use their implanted neurostimulators on a consistent basis since they had their l4 l5 fused so they didn't notice the discomfort until they turned the stimulator on and they felt like they were getting grabbed in their abdominal area. When asked for an event date; patient said the issue started probably around february. The patient was redirected to their healthcare provider to further address the issue.